Manufacturer narrative:
The production records have been inspected and reviewed. Additional steps have been taken to release the product.

Event description:
"Notifed by (B)(6) that a saddle prothesis implanted in 2019 by dr. (B)(6), will require a revision using a compassionate use part, with dr. (B)(6). Dr. (B)(6) provided some information on (B)(6) 2026 as to whether he believed the device caused the need for a revision. He believes the part is disassociated." [Customer].